Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose level was 500 mg/dl. Customer¿s blood glucose value was 300 mg/dl. Customer also complained for change sensor and calibration not accepted. The insulin pump will not return for analysis. The sensor will return for the analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.